Manufacturer narrative:
Product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep confirmed the revision occurred as planned (B)(6) (2019). The patient¿s catheter was explanted and a new catheter implanted. It was unknown why the catheter could not be aspirated. The rep reported they were told the catheter had been discarded. It was indicated the information provided had been confirmed with the account.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter, ubd: 24-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving 8 mg/ml of dilaudid at 0.551 mg/day and 16 mg/ml of bupivacaine at 1.102 mg/day via an implantable pump for non-malignant pain. It was reported the patient began to experience increased pain and shakiness in his legs, along with a low grade fever. It was reported there were no environmental factors that contributed to the issue. A catheter study was performed on (B)(6) 2019 and the physician was unable to aspirate the catheter. A catheter revision was scheduled for (B)(6) 2019. The issue was not resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's weight, medical history, and other medications being taken at the time of the event were not available.